Event description:
A nurse was priming a bag of IV solution using the appropriate tubing and extension set with the 0.22 micron filter. Once everything was primed she noticed that the medication was dripping even though the door to the IV pump was closed. No pt involvement. Issue was able to be replicated using the same model extension set with filter.